Manufacturer narrative:
The reported event of failure to capture was confirmed while the reported event of lead fracture was not confirmed. As received, a complete lead was returned for analysis. X-ray inspection of the lead confirmed the inner coil at the connector region was over torqued consistent with procedural damage. The reported event of failure to capture was isolated to the over-torqued inner helix..

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead failed to capture. Fracture on the atrial lead was later confirmed. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. There were no patient consequences.